Manufacturer narrative:
Follow-up # 4 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On july 26, 2015 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was readings inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 4:30pm on (B)(6). The patient reported obtaining blood glucose readings of ¿176, 300-400mg/dl¿ on the subject meter. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of insulin to 8 units of novalog in addition to their usual 36 units of lantus and 18 units of novalog. The patient reported developing symptoms of ¿sweating and shakiness¿ 30 hours later. The patient reported self-treating these symptoms with food/drink. The patient denied testing on any other device at this time. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2the test strips have been returned and further evaluated by product analysis with the following findings; the vial was found to have been exposed to moisture. The additional tests performed on the test strip vial and the desiccant was to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). The retain test strips passed all testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Supplemental sent to correct information omitted from previous follow-up; the evaluation code for the retains and DHR was omitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.